Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported an error code that required a reboot. There is no report of injury or death associated with this event.